Event description:
During a meniscal repair procedure using a ultra fast-fix assembly ¿ curved, it was reported that the second implant (t2) would not deploy. The first implant (t1) deployed without incident. When the surgeon attempted to deploy t2, the lever would not push all the way down and could not be deployed. He cut the suture and removed t2 leaving t1 in the patient unsupported. Before this device failed, the surgeon had attempted to use four ultra fast-fix straight devices that would not deploy and could not be used on the patient. The case was successfully completed with another fast-fix. The patient was fine post-procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).